Manufacturer narrative:
A device history record (DHR) review was conducted: part: 394.460 (internal part 3742); lot: l144755; manufacturing site: (B)(4). Release to warehouse date: 21. Oct. 2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The broken wing nut, sub-component part 000.822 is not lot tracked, therefore no DHR review for this part can be performed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service and repair evaluation: the customer reported it was noticed that wing nut would not thread into the large distractor holding sleeve. The repair technician reported the threads are stripped. Threads stripped/damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Upon further investigation of the returned device at customer quality the device was observed broken at the wing nut. No specific thread stripping was identified at the threads around the breakage. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality observed broken wing nut on the returned holding sleeve. The returned wing nut was noted with broken thread proximal to wing head. Broken portions were not returned. No further issues were noted except for the normal wear of the device that will not affect the product functionality. Complaint condition agrees with the overall condition of the returned device and therefore the complaint was confirmed. Document and specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material review was not able to performed as the subcomponents are not lot tracked. However no material inconsistencies such as voids were identified that would contribute to the complaint condition. Relevant drawings were reviewed showed no design issues that would contribute to complaint condition. Due to the oblique fracture pattern observed at broken site and no purchase for measurement of a complete thread, dimensional analysis at relevant broken portion was not able to be measured. Conclusion: a definitive root cause could not be determined from the provided information. The complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during periprosthetic tibia fracture about total knee with tibia baseplate stem on (B)(6) 2018, it was noticed that wing nut would not thread into the large distractor holding sleeve. Another holding sleeve was used, and surgery was proceeded as planned. The procedure was successfully completed. It was unknown if there is surgical delay. Patient status is stable. This report is for one (1) holding sleeve 105mm. This is report 1 of 1 for complaint (B)(4).